Event description:
End user hospital called to report that the hub blew off a 5f straight pigtail catheter during a medrad power injection. There was no pt injury.

Manufacturer narrative:
It has been determined that due to an operator error, the catheter body was not appropriately positioned during the hub insert molding process. The hub/body insert mold area is being enlarged to facilitate this assembly. This is considered to be an isolated incident. No additional complaints have been received on catheters from this mfg lot.